Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing from electromagnetic interference (emi). There was no pacing inhibition. A surgical revision was performed and damage was noted to the insulation at the terminal end. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.